Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device was used to cut the rectum. After the second firing the firing trigger would not return to the home position. When the firing trigger was returned to the home position by hand and released, the cartridge came off from the jaw. The half deployed staples were unformed. Reinforcement material was not used. After that, the target tissue was cut again by another device and then the circular stapler was used for double stapling technique. The leak test was performed and no anomalies were found, however, the oral side of the doughnut was incomplete. A covering stoma was created just to be safe. The patient is in stable condition right now. There were no anomalies in firing of the circular stapler, the deployed staples of the circular stapler were proper. The doctor informed the patient before the operation there was a possibility of creating stoma. When the doctor checked the operation video with the rep, the doctor commented as follows: the cartridge was detached in front before its firing.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4).